Manufacturer narrative:
(B)(4). Batch # p9267w. The device was returned with the blade damaged with the tip off. The blade tip was not found in the package. This blade tip portion may have broken off the device during transport to our analysis site. The tissue pad was damaged, melted, and 100% present. Dry body fluids were observed on the shaft. The device was connected to the gen11/pi key to test functionality. It did not pass functionality testing and the "replace instrument" alert screen was displayed. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿blade error detected¿ or ¿relax pressure on blade¿ or ¿remove instrument from patient¿ followed by a ¿replace instrument¿ screen displayed on the generator. The probable cause of tissue pad damage is applying pressure between the instrument blade and tissue pad while activating the device without having tissue between the jaws. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure laparoscopic distal gastrectomy, an unknown error ¿remove instrument from patient¿ was displayed and the device became not to function. The second device was used and the generator was restarted several times but the same event continued. The device was used on the blood vessels and the great omentum. The blade tip was not broken off and no pieces fell into the patient. Another third device was used to complete the case. There were no adverse consequences to the patient.